Manufacturer narrative:
(B)(4). Date of event: publication year of 2009. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: stapled transanal rectal resection vs. Transvaginal rectocele repair for treatment of obstructive defecation syndrome. Author: marsha a. Harris, m.d. & andrea ferrara, m.d. & joseph gallagher, m.d. Samuel dejesus, m.d. & paul williamson, m.d. & sergio larach, m.d. Citation: dis colon rectum 2009; 52: 592-597; doi: 10.1007/dcr.0b013e31819edbb1. This retrospective study aimed to compare the clinical outcomes of stapled transanal rectal resection and transvaginal rectocele repair for obstructive defecation syndrome. Thirty-seven female patients who received transvaginal rectocele repair (tvr) (mean age, 57.9 years) from june 1997 to february 2002 for obstructive defecation syndrome were compared to 36 female patients who received stapled transanal rectal resection (starr) (mean age, 53.2 years), using transtar stapler from june 2005 to august 2007. Complications included rectal bleeding (n=7) in which one of whom had to return to the operating room for control of bleeding from the staple line; rectal pressure plus tenesnus (n=6), clostridium difficile infection (n=1), dyspareunia (n=2) and rectal pain (n=1). A stapler malfunction also occurred (n=1), necessitating that the procedure be aborted and a transanal rectocele repair performed. In conclusion, the stapled transanal rectal resection procedure can be done with shorter operative times and less blood loss than transvaginal rectocele repair, however, it has a higher complication rate.